Event description:
Customer reported that he was hospitalized with high blood glucose and dka. During troubleshooting was found out that the programming in pump was incorrect and that customer was not receiving enough insulin. Explained to customer the impact of incorrect programming on blood glucose. Pump passed all test performed successfully.